Event description:
Per the clinic, the patient was treated with topical antibiotics for the infection.

Event description:
Per the clinic, the patient developed an infection and subsequently underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.